Event description:
Reporter alleged pt had low blood glucose symptoms and pt was tested hi on the blood glucose monitoring device. It was stated patient was tested on a different meter and obtained a hi on that device as well. Reporter indicated rather than treatment based on the meter results, a routine saline IV was administered before transporting pt to the hosp. Reporter stated, the hosp tested the pts' glucose to be 27 mg/dl when taken 15 minutes later. Treatment for pt while at the hosp was reportedly not provided. Reportedly, the meter was then taken out of service and when controls were run, they were found to be out of an acceptable range. It was stated the test strips used at the time of the alleged incident were expired. A request was made for the return of the suspect product and replacement product was sent.